Event description:
In july we began using this product as a cold sterile solution for our hand instruments and compressed air injector. We used this product because we understood it to be osha approved. Since using cidex, we have had several reactions on our patients who we have used the compressed air injector on. The reactions have been from mild to severe necrosis, infection and cellulitis. We have discontinued the use of this product and want to express our concern that it is potentially hazardousinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.